Event description:
The icy hot patch burned my back after applying the patch exactly as instructed. There is still a rectangular shaped mark on my back with pain and itching. Dates of use: 2008. Diagnosis or reason for use: back pain.